Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep mark henderson during the procedure the head of the accelerator came out of the shaft and all the spindle wires came out of the shaft. Retrieved with a grasper. The probable root cause could be user error. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.